Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2015 with the following findings: a review of the pump black box data revealed multiple reboots. The battery cap was able to fully tighten and was within specifications. The battery compartment was observed to be intact. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump case was removed, and no evidence of moisture ingress or loose components inside the pump.